Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos and hard drive were evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.